Event description:
The device (part#: mco205a) was returned to mxi service and repair.

Manufacturer narrative:
(B)(4). Eval of this instrument indicated that the hook was received broken. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).